Manufacturer narrative:
(B)(4). Device was manufactured in 04/08/2014 ¿ 04/11/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment for the event was not reported. It was reported that the patient was discharged one day after hospitalization. At the time of this report the patient had recovered from the suspected peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.